Event description:
While attempting to defibrillate a patient in ventricular fibrillation, the deivce did not power on. The clinician obtained another device to continue treating the patient. The patient subsequently expired, however it was not a result of the reported malfunction.